Event description:
It was reported that during a tooth extraction the handpiece overheated and the bur guard melted. The handpiece was switched out and the procedure was completed successfully. There were no reported injuries associated with this event to either the doctor or the patient.

Manufacturer narrative:
The handpiece and bur guard have not yet been received at the manufacturer for evaluation. Once received and evaluated a follow-up report will be completed.